Event description:
It was reported that the patient experienced mechanical issues an inflatable penile prosthesis (ipp) pump as it was very inconsistent. When the pump did not fill it would dimple. A surgical procedure was performed in which the pump was removed and replaced. There were no patient complications associated to the event.